Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: stem extension offset, catalog # 00598802015, lot # 62966922. Stemmed tibial component, catalog # 00598002702, lot # 63412950. Augment block, catalog # 00599003410, lot # 63211777. Stem extension straight, catalog # 00598801017, lot # 63066261. Augment block, catalog # 00599003401, lot # 62999001. Femoral component, catalog # 00599401492, lot # 63199711. (B)(4). Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. The patient felt her was unstable, which caused her to fall. The patient was revised due to instability. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical device: UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, the instability and fracture are known adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.